Event description:
It was reported that (3) tct75 were used during a thoracotomy procedure. It was reported by the rep that three tct75's, all with the same lot number, locked out. This problem occurred only on initial firing. After the third tct75 locked out, a new reload cartridge was opened and placed on the device. The device then fired fine and the case was completed with no further problems and no consequence to the pt.